Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When opening the pins it was noticed that there was 4 pin holes. There was question about the sterility of the pins.

Manufacturer narrative:
An event regarding a packaging issue involving scorpio pins was reported. The event was confirmed. Device evaluation and results:the inner tyvek sheet, outer tvek sheet, blister with pins, and blister shield were returned. Visual inspection of the packaging found three pin holes on the inner tyvek pouch. The lot number on the product label on the inner tvek sheet does not match the lot number on the outer tyvek sheet. Discussion with packaging indicated that the instrument was packaged per the drawing and found that it met specification. Medical records received and evaluation: the event is not related to patient factors. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event is confirmed. Pin holes were noticed on the tyvek sheet of the inner pouch however, the root cause could not be determined. Discussion with packaging indicated that the returned product was packaged per the drawing and found that it met specification. The packaging and the contents appear intact. The issue could have incurred during shipment/handling.

Event description:
When opening the pins it was noticed that there was 4 pin holes. There was question about the sterility of the pins.